Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side device is "leaking." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow and brown particles. Leak test was performed and found opening on anterior and radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And also identify sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. A sharp opening edge on anterior due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Patient reported right side device is "leaking." Device has been explanted.